Event description:
Information received with return of the explanted device notes that during a routine follow-up, the system was noted as being "ineffective". After replacing a fractured lead, the device did not function once it was placed in the pocket, although it worked when out of the pocket. There was no telemetry and the device could not be programmed. Therefore, a new device was placed. The patient was recovering.